Event description:
It was reported that, the fiber broke. It was found the debris shield also needed to be replaced. There was no patient involved.

Event description:
It was reported that, the fiber broke. It was found the debris shield also needed to be replaced. There was no patient involved.